Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after changing ilet infusion supplies, with blood glucose reported to have risen to 401 mg/dl for approximately seven hours until a new set of supplies was placed and insulin delivery resumed without further issues. The user reported no observed abnormalities with the infusion set, cartridge, or connector, and a high glucose alert occurred. No symptoms were reported. The outcomes of the event included no need for medical intervention, and non-medical assistance was provided by the user¿s spouse. The investigation included troubleshooting and user education, during which the user was advised to continue monitoring glucose levels and to call back if no improvement was observed. Investigation of the case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with the event resolving after replacement of the infusion supplies. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.